Event description:
It was reported, prior to left shoulder rotator cuff tear surgery the patient had several CT scans and x-rays and none of them indicated any issues with the clavicle. However, approximately five months after performing the patient¿s left shoulder rotator cuff tear surgery on (B)(6) 2023, at (B)(6), in which the following devices were used: healicoil regenesorb 4.75 anchor, suture passer, multifix knotless suture anchor & bioinductive implant system, the patient had an x-ray performed on (B)(6) 2024, at wave imaging signal hill, where a metallic foreign body in the left shoulder was discovered. On (B)(6) 2024, the surgeon confirmed the existence of a broken suture needle in the patient's shoulder and was diagnosed with a broken clavicle. As a result, the patient was required to obtain further medical treatment, however, the said treatment is unknown.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). Corrected information on: d1, d2a & d2b.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 b5, b7, and h6: event description, patient preconditions and codes updated.

Event description:
It was reported, prior to left shoulder rotator cuff tear surgery the patient had several CT scans and x-rays and none of them indicated any issues with the clavicle. However, approximately five months after performing the patient¿s left shoulder rotator cuff tear surgery on (B)(6) 2023, at (B)(6), in which the following devices were used: healicoil regenesorb 4.75 anchor, suture passer, multifix knotless suture anchor & bioinductive implant system, the patient had an x-ray performed on (B)(6) 2024, at (B)(6), where a metallic foreign body in the left shoulder was discovered. On (B)(6) 2024, the surgeon confirmed the existence of a broken suture needle in the patient's shoulder and was diagnosed with a broken clavicle. On (B)(6) 2024 the patient required a left open rcr lt shoulder mua revision surgery due to a partial non-traumatic rupture of lt rotator cuff.